Event description:
The report received from the affiliate indicated that during a percutaneous coronary intervention (pci), after the physician deployed a (non-cordis) stent at ten atm. In the target lesion the distal portion of the sgw atw .014 j floppy 195cm guidewire broke/fractured. The fractured portion remained between the meshes of the stent and the artery. The separated portion of the device remains in the patient and no attempt was made to retrieve the device. The patient was not symptomatic as a result of the reported product issue. There was no reported patient injury. The procedure was elective. The exact coronary artery target lesion location was not provided. The target lesion was calcified and was not a chronic total occlusion (cto). A drilling or jackhammer technique was not used. There was no problem noted deploying the stent. The product was not re-sterilized. The product was not removed from the dispenser by the distal/floppy end. The product was not noted to be kinked or damaged in any way prior to insertion into the patient or during use. The guidewire was not re-shaped. The distal tip was visible on fluoro throughout the procedure. There was no difficulty tracking/advancing the guidewire through the vessel or lesion. The guidewire behaved normally with a good torque response. There was no reported resistance/friction between the guidewire and other devices during insertion but there was resistance/friction between the guidewire and the stent during withdrawal. The guidewire did not prolapse during the procedure and was advanced into the distal vasculature of a side-branch. The guidewire distal tip became jailed behind the stent during withdrawal. The guidewire was not torqued against resistance. Films have been requested.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The report received from the affiliate indicated that during a percutaneous coronary intervention (pci), after the physician deployed a (non-cordis) stent at ten atm. In the target lesion the distal portion of the sgw atw .014 j floppy 195cm guidewire broke/fractured. The fractured portion remained between the meshes of the stent and the artery. The separated portion of the device remains in the patient and no attempt was made to retrieve the device. The patient was not symptomatic as a result of the reported product issue. There was no reported patient injury. The procedure was elective. The exact coronary artery target lesion location was not provided. The target lesion was calcified and was not a chronic total occlusion (cto). A drilling or jackhammer technique was not used. There was no problem noted deploying the stent. The product was not re-sterilized. The product was not removed from the dispenser by the distal/floppy end. The product was not noted to be kinked or damaged in any way prior to insertion into the patient or during use. The guidewire was not re-shaped. The distal tip was visible on fluoro throughout the procedure. There was no difficulty tracking/advancing the guidewire through the vessel or lesion. The guidewire behaved normally with a good torque response. There was no reported resistance/friction between the guidewire and other devices during insertion but there was resistance/friction between the guidewire and the stent during withdrawal. The guidewire did not prolapse during the procedure and was advanced into the distal vasculature of a side-branch. The guidewire distal tip became jailed behind the stent during withdrawal. The guidewire was not torqued against resistance. The device was not returned for evaluation. The procedural films were reviewed. Due to the quality of the cd the procedure was difficult to view as there were repeated error messages resulting in the program not responding. Angiography revealed wiring of the lad and a side branch. In one frame the wire that became trapped behind the stent struts and separated, is seen folded back upon itself. Ultimately a bifurcating lesion was treated with stents, at the end of the procedure the distal tip of the wire was visualized still within one branch of the treated vessels and no observed attempt was made to retrieve the device. (B)(4). Without the return of the actual device involved the reported customer complaint could not be confirmed; however the procedural cd's do indicate a wire tip separation. The flexible, 'delicate' nature of the 'floppy' tip configuration requires due care in handling and use, as directed in the device instructions for use (IFU). Tip fractures have been reported in procedures involving guidewire entrapment, total occlusions, highly tortuous vasculature, and small side branches. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur. Review of the limited information and review of the procedural cd suggests that procedural factors and/or lesion characteristics may have contributed to the reported event. There is nothing in the device history report review or the reported information to suggest that there is a design or manufacturing related issue therefore no corrective actions will be taken.